Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107 - multiple abnormal shutdowns) has been confirmed. As received, the monitor was passed incoming testing. Review of the patient's flags and the monitor history revealed excessive abnormal shutdowns. The cause of the abnormal shutdowns is intermittent connections at pxa component u104 on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(6) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) year old male patient contacted zoll customer support for an unrelated issue. During troubleshooting, customer support reported a service code. Review of the flags confirmed a service code 107 - multiple abnormal shutdowns. The patient was issued a replacement monitor.